Event description:
It was reported the insulin pump kept alarming button error the last two weeks. Customer's blood glucose was not provided. Troubleshooting was performed. No further information reported.

Manufacturer narrative:
(B)(4).no button error alarm noted. All buttons function properly, however unit had corroded keypad traces at act button. The device had minor scratched lcd window, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker.